Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was mentioned that during the implant surgery they had issues anchoring it. It was reported that there was difficulty recharger. There was poor communication. Neither the implantable neurostimulator recharger (insr) nor the patient programmer were able to connect. The last successful recharge session was ¿a long time ago.¿ it was reported that the right lead was acting strange and that the patient knew this because they could feel it. It was difficult to explain but was reported to almost be like the right side was ¿misfiring.¿ ¿it was not sending the signal right¿ and felt weird to the patient. This had been in 2016 at least 4 months ago. The patient turned off the implantable neurostimulator (ins) because they did not want to hurt themselves. It had been off for quite a while and the patient had not charged the ins while it was off. Now the ins would not charge. That was when the patient noticed that they could not connect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient had met with their manufacturer representative on (B)(6) 2017 and their ins was brought out of the overdischarged state. They said they were directed to get a new antenna for their charger, and that it had been possible that was the issue "the whole time."